Event description:
Boston scientific received information that this right atrial (ra) lead failed and was explanted and sent for pathology. Additional information revealed that lead failure was due to dislodgement. This ra lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.